Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 3.7 mmol/l at the time of incident. Customer stated that the insulin pump had low battery alert prior to replace battery now alarm. The insulin pump will be returned for analysis.